Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j sales representative. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2020, due to a broken plate. During the hardware removal procedure, the distal half of the plate came out very easily however in proximal half, one (1) screw had got cold welded, all the other screws came out easily. One screw head had got damaged so surgeon had to use the tungsten drill bit to drill the screw head and then lever the plate off the bone. The screw broke off at the head shaft junction after which the plate could be removed, and the remaining bit of the screw is still inside. It is unknown if there was a surgical delay reported. The procedure and patient outcome were unknown. This complaint reports the intraoperative issues that occurred during hardware removal procedure, while related complaint (B)(4) reports the revision surgery due to plate breakage. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 4.5mm ti curved broad lcp plate 14 holes/265mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history lot : part: 426.642, lot: 2592330, manufacturing site: bettlach, release to warehouse date: 04.may.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description the screw that got cold welded and the screw head got damaged are the same screw. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.